Event description:
It was reported that cartridge alarms occurred during insulin delivery. Customer reloaded the original cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 160-300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the fill estimate issue could not be verified.